Event description:
A report was received that the patient was having charging issues. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The physician believed that the device was non-functional. The patient was doing well postoperatively. Sc-1110-02 (sn: (B)(4)) device evaluation indicated that the ipg passed all test performed and revealed no anomalies.

Event description:
A report was received that the patient was having charging issues. The patient will undergo a revision procedure wherein the ipg will be replaced.